Event description:
It was reported that pump touchscreen was cracked and shattered after customer fell, landed, or rolled over on pump, and touchscreen then became unresponsive so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping address, instructed customer to put damaged pump into storage mode before returning it, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.